Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch to analyze both cases ((B)(4) and (B)(4)). Analysis and results: there are no previous complaints of the same code-batch. There are no units in stock in b. Braun surgical's warehouse. A review of the batch manufactured record has been conducted and no deviations have been found that could cause the incidences. The closed sample received has been tested for adhesive strength. Adhesive strength result of the closed sample received is 345.66 n in average, well above the requirement which is 20 n. Before applying histoacryl, the wound should be clean and dry, without blood present in the area. When histoacryl gets in direct contact with the blood of the wound the reaction is very fast, it cannot be discarded smoke formation in the wound area and also heat (sensation of burning). In the warnings of the instructions for use (IFU) of the product is indicated that: histoacryl must not to be introduced into the wound, since this would interfere with wound healing. A heavy application may cause thermal damage to tissues, resulting in delayed healing. Connective tissue healing can be impeded when too much tissue adhesive is applied. Histoacryl should not be applied to wet or bleeding wounds. Excess moisture (such as water or alcohol) or blood presence, may accelerate polymerization, resulting in the generation of excess heat. Histoacryl is not to be applied below the surface of the skin because the polymerized adhesive is not absorbed by tissue and may elicit a foreign body reaction. On the other hand, in mode of application is mentioned that histoacryl must be used in conjunction with and not in substitution of subcuticular sutures. Appose skin edges avoiding irregularities on the wound surface. Furthermore, in precautions paragraph is stated: the skin surfaces should be held together for approximately 30 seconds after application of histoacryl. Wounds should be kept dry following closure with histoacryl. Do not apply liquid or topical medications onto wounds closed with histoacryl. The polymerized film might be weakened, leading to skin edge separation. Also, in the side effects paragraph: the use of this product leads to an exothermic polymerization reaction. The released heat may result in a sensation of warmth. Cyanoacrylates can be associated with; dehiscence (skin edges separation), a limited period of local sensitization or irritation reaction in the application area; a transient foreign body reaction can occasionally take the form of an inflammatory reaction. Our clinical recommendation in front an exothermic reaction is: - proceed to remove the product and proper excision of damaged tissue if necessary. - clean, dry and perform a classical wound closure using single or continuous stiches, the appropriate technique should remain at the discretion of the medical staff. - in the following days, a continuous inspection of the healing should be made, and prevention of any systemic disorder, if necessary. Final conclusion: according to the result of the sample tested and the batch manufacturing record review, the product complies with our specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. A child fell onto the sharp edge of a table which resulted in a left frontal laceration of the scalp. A small amount of histoacryl was applied to the superficial wound and the patient complained of significant stinging pain. The wound was noted to have been clean and dry, and the edges well-approximated. Crystallization was observed and possibly an exothermic reaction. Postoperatively, the patient's wound was noted to be healing slowly; the scar had fallen off eventually and the skin seems to be fine. Additional information was not provided.